Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing. The surgeon performed a temporary colostomy. The pt rec'd a special pouch instead of a normal lar. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.